Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery issues. Battery flat and not charging, plugged in, and not charging. There was no patient harm reported.

Manufacturer narrative:
Additional information:e1(event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found no current going into the batteries when plugged into the mains. Replaced power management board. The fse checked both slots and there was power going into each battery to charge them. No problem with the helium was found. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) battery issues. Battery flat and not charging, plugged in and not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (component codes, investigation findings, investigation conclusions), h11. Corrected fields: d4 (UDI no.). A getinge field service engineer found cardiosave not charging the batteries no current going into the batteries when plugged into the mains. Replaced power management board (670-00-1162). Checked both slots and there is now power going in to each battery to charge them .no problem with the helium was found, suspect a more experienced user may have replaced an empty bottle. There was no patient involvement. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a blown q27 component. Root cause is impossible to defined. Part will not be sent to supplier due to physical damage. Retaining the part in the failure analysis and testing department per procedure number (B)(4).